Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump received several error alarms. The customer changed the battery, but the display remained blank. Troubleshooting was performed related to the blank display. The customer reported that the display did not return. The customer was advised that the insulin pump will be returned. The insulin pump will be returned for analysis.